Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No device malfunction was suspected. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.